Event description:
It was reported that the patient underwent a gynecological procedure in 2006 and a mesh was implanted. The patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary & fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries. No additional information has been provided.

Manufacturer narrative:
(B)(4). Mesh contraction. Dyspareunia. Recurrent prolapse. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06136. The same patient is represented in each medwatch.

Manufacturer narrative:
Lawyer-filed report (B)(6).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and prolapse and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced erosion, extrusion, infection, bleeding and dyspareunia. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06136. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. It was reported that the patient underwent gynecological procedure to treat pelvic organ prolapsed and stress urinary incontinence on (B)(6) 2006 mesh was implanted. Concurrently, the patient also underwent a transvaginal hysterectomy. The patient underwent a mesh removal surgery on (B)(6) 2011 due to vaginal wall erosion.